Manufacturer narrative:
(B)(4). Date sent: 3/27/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what were the indications for surgery? Hepatectomy. What is the surgeon¿s experience with the pvs device? 6 years. What is the compressed width and thickness of the vessel? 15 mm. What is the estimated compressed width of the target vessel? 15mm. Did the surgeon wait 15 seconds prior to firing? Yes. What was the anatomical structure that was fired upon? Hepatic vein. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were any surgical clips used in the area of the device firing? No. Were there any difficulties with the device or staple formation during the initial procedure? No. How was the post-op bleeding identified? Haemorrhagic shock (h7). How many days postoperative was the bleeding identified? H + 6. What was the total estimated blood loss (ml)? >2000ml. Was a transfusion required? Yes, massive transfusion. What was the pre and postoperative anti-coagulant and pain management protocol? Preventive anti-coagulation not done during the patient's hemorrhagic state. Was there calcification of tissue that impeded clamping or cutting? No. Were there any pre-exiting patient conditions? No.

Event description:
It was reported that during an unk procedure, using the stapler and reload. No problem intra-op. Date 1 the patient had to be reoperated on because the clip line opened. Apparently the patient is still in intensive care.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2025. Device received however, device evaluation is not complete.